Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) episodes with functional under sensing due to p wave in the post ventricular-atrial refractory period, therefore the ICD delivered inappropriate atrial pacing afterwards. The inappropriate atrial pacing was, then, blanking right ventricular sensed events. At other atr episode, the device delivered atrial pacing after the same blanking that was mentioned in the past atr episode and the atrium went into atrial fibrillation with rapid ventricular response. Various reprogramming options were suggested to resolve the observed ICD behavior. The ICD remains in service. No additional adverse patient effects were reported.